Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) of 209 mg/dl after overcorrecting a previous low by consuming six bottles of apple juice (28 carbs each) over 2¿3 hours. The agent reviewed the 15x15 rule and explained how overtreating lows can lead to high bg levels. The user¿s bg returned to 176 mg/dl by the end of the call due to insulin on board. The highest blood glucose (bg) recorded was 209 mg/dl. Bg was corrected through insulin on board. The user reported experiencing a headache during the event. No medical intervention was required at the time of call.